Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer's mother reported via phone call that her son was hospitalized a few weeks ago for a blood glucose of 369 mg/dl and diabetic ketoacidosis. The customer was on the floor moaning. His body and stomach were aching. The customer changed his entire set and was driven to the hospital. The patient was treated via IV drip and monitored for ketones. The customer was released after 5 hours in the ER. Troubleshooting was declined for the high blood glucose. The insulin pump was not returned or replaced.